Manufacturer narrative:
The navio handpiece, intended for use in treatment, allowed the drill to unsnap too easily prior to a procedure. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The pertinent dimensions were measured and were found to be out of specification. This handpiece was previously returned for the same issue and was not fully serviced (the snap lock was not replaced as it should have been). The root cause of this issue was found to be insufficient specifications. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.

Event description:
It was reported that during a surgical procedure, the drill came unsnapped during homing. The tech noted that the locking mechanism did not seem to lock as fully as it normally does. Each time the drill came unsnapped; the tech just snapped it back in and double-checked to make sure it was securely in the handpiece. No surgical delay or patient injury was reported. Results of investigation have concluded that the snaplock has incorrect dimensions, which makes it a reportable event.